Event description:
A report was received that the patient was experiencing redness at pectoral right and redness bifrontal with discharge of pus. The patient was admitted due to an infection which was assessed as severe. The patient was treated with medication and underwent an explant procedure. A culture was taken and confirmed staphylococcus epidermidis. The infection was assessed as possibly related to the procedure, probably related to the device, and not related to the stimulation. The patient is recovering and the event is resolving.

Manufacturer narrative:
Additional information was received that the redness and swelling was in the ipg area and right frontal redness on the cranial scar which developed on (B)(6) 2019. The patient was discharged and the event is resolving and the patient is recovering.

Event description:
A report was received that the patient was experiencing redness at pectoral right and redness bifrontal with discharge of pus. The patient was admitted due to an infection which was assessed as severe. The patient was treated with medication and underwent an explant procedure. A culture was taken and confirmed staphylococcus epidermidis. The infection was assessed as possibly related to the procedure, probably related to the device, and not related to the stimulation. The patient is recovering and the event is resolving.

Event description:
A report was received that the patient was experiencing redness at pectoral right and redness bifrontal with discharge of pus. The patient was admitted due to an infection which was assessed as severe. The patient was treated with medication and underwent an explant procedure. A culture was taken and confirmed staphylococcus epidermidis. The infection was assessed as possibly related to the procedure, probably related to the device, and not related to the stimulation. The patient is recovering and the event is resolving.

Manufacturer narrative:
Additional suspect devices model db-2202-30, dbs directional lead sterile kit 30 cm, serial (B)(4). Additional information was received that the redness and swelling was in the ipg area and right frontal redness on the cranial scar which developed on (B)(6) 2019. The patient was discharged and the event is resolving and the patient is recovering. It is indicated that the devices will not be returned for evaluation and therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.